Event description:
It was reported that a patient underwent an unknown spinal procedure, at an unknown time post-op, it was noted that a rod was broken. It is unclear if a revision has been done. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show pre and post-op ap views of scoliosis patient. Long paralytic view with apex at about t9. Post-op films show complex construct for t2 to at least l3. Screws at t2, t3, t4, t7, t9, t11, t12, l2, l3 on right with broken rod overlying t8. On left screws at t2, t3, t4, t6, t8, t10, t11, t12, l2, l3 with possible broken rod below t8.